Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a significant increase in capture threshold and decrease in pacing impedance, believed to be caused by lead micro-dislodgement. The lead was repositioned successfully. The patient was stable.